Event description:
It was reported that a catheter was placed on (B)(6) 2013, 3 holes were noted. Pt required a placement of a new catheter.

Manufacturer narrative:
The manufacturer received the sample and will be evaluated. Results are expected soon.